Event description:
It was reported that during the gastrectomy procedure, blade broke. There were no adverse consequence to the patient. Unknown how the case was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.